Event description:
It was reported that this right ventricular (rv) defibrillator lead exhibited a gradual increase in shock impedance measurements high out of range greater than 125 ohms. No adverse patient effects were reported. The lead remains in service. It was additionally reported that this patient underwent defibrillation threshold (dft) tests, resulting in an open circuit condition. Subsequently, the rv lead was surgically abandoned and replaced with a new lead of a different model. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) defibrillator lead exhibited a gradual increase in shock impedance measurements high out of range greater than 125 ohms. No adverse patient effects were reported. The lead remains in service.